Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68327fp00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 68327fp00 was identified.

Event description:
The customer reported falsely elevated architect ca 19-9xr and provided the following data for 1 patient (ID: (B)(4): on (B)(6) 2025 initial result was 45.08 u/ml. The patient tested at another facility an got a negative result (value and platform not provided). The original sample was repeated on (B)(6) 2025 and generated a result of 38.06 u/ml. On (B)(6) 2025 a repeat sample was tested and generated results of 27.18 and 93.12u/ml. The customer was not able to provide any patient information. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33, with 510k/PMA/bla number k052000. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect ca 19-9xr and provided the following data for 1 patient (ID: (B)(6): on (B)(6) 2025 initial result was 45.08 u/ml. The patient tested at another facility an got a negative result (value and platform not provided). The original sample was repeated on (B)(6) 2025 and generated a result of 38.06 u/ml. On (B)(6) 2025 a repeat sample was tested and generated results of 27.18 and 93.12u/ml. The customer was not able to provide any patient information. There was no reported impact to patient management.